Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and on (B)(6) 2012 and mesh was implanted due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that the patient experienced dyspareunia following the insertion of implants.(according to plaintiff profile form). No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy and left salpingo-oophorectomy due to stress urinary incontinence. It was reported that the patient experienced dyspareunia following the insertion of implants. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.